Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patients fiancé that the patient had to go to the hospital because of high blood glucose levels. Patient was diagnosed with hyperglycemia and was admitted for 2 days. That is all the information that was able to be obtained.